Event description:
It was reported that the atrial electrogram showed probable arrhythmia during the atrial tachycardia (at)/atrial fibrillation (af) with noisy baseline appearance. The p-wave amplitude trend exhibited spikes in amplitude and possibly indicative of noise. Some spontaneous oversensing was observed during interrogation, and some limited oversensing was elicited with pocket/device manipulation prior to pocket incision. Upon the normal device changed out, the lead electrical measurement was normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.